Event description:
It was reported the patient had a loss of stimulation and therapeutic effect and as a result had their lead and implantable neurostimulator (ins) removed and replaced. It was stated there was premature battery depletion. There were no symptoms or adverse events noted with the event.

Manufacturer narrative:
Product ID: 3889-28 lot# va04clh, implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the lead found the lead body conductor was crushed analysis of the ins found no anomalies